Event description:
I chose to get breast implants saline. I am on my second set now first set 9 yrs (capsular contracture), and 2nd set 10 yrs (capsular con) happening again. My surgeon did not give me informed consent. I didn't get the warnings from the dr at all and I received the implant MFR booklet only after I already had them put in, which clearly stated all the issues I am having. If I was informed, I could have made an informed decision but I wasn't. Immediately came down with 3 autoimmune diseases out of the blue and now I finally know why after 20 yrs for sure that all my problems are from these shot bags. I also have 90% symptoms of bii as well. My explant date cannot come soon enough. I will have to dig out all my medical records and tests that I do have, but nor do I have the time or energy to do so at this point in time. I have been diagnosed with psoriasis. Psoriatic arthritis several blood tests from rheumatology and alopecia, apnea from plug taken dermatology. And have been told I also have connective tissue disorder, basically all in my head with that diagnosis from sports medicine. FDA safety report ID# (B)(4).